Event description:
The patient's daughter reports her mother has not used or recharged her scs system in approximately a month and was unable to remember how to use the system. Follow up information identified the sjm representative confirmed the ipg is inoperable. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up information identified the patient underwent surgical intervention to remove and replace the ipg with a different model. The patient has resumed therapy.

Manufacturer narrative:
Recall: 1627487-07262012-002-r, 1627487-12192011-003-r. This ipg serial number was included in a field advisory. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).